Manufacturer narrative:
Although the device was not returned for analysis the field provided pictures of the failure in question which investigators were able to examine. The allegation of tissue damage was confirmed as tissue was visible at the tip of the catheter/ guidewire. This type of tissue damage is a known inherent risk laid out in the catheter's instructions for use. The off-label use of the catheter to perform treatment of persistent atrial fibrillation was also confirmed by the analysis. As the device was not physically returned investigators were not able to establish a cause or most likely cause for the allegation of the stuck guidewire.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During the procedure into right superior pulmonary vein, it was noted that the guidewire was no longer retracting into catheter. It was advanced the guidewire and move it into nominal position. Then attempted to retract the guidewire and after nearing the tip of the catheter the wire got stuck and would not retract or advance. At this point it was removed the catheter from the body, and tissue was noticed on the wire, it was removed the tissue and attempted to move the wire, but it still was not advancing or retractable into the catheter. The wire and the catheter were replaced, and the procedure was completed with no other complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During the procedure into right superior pulmonary vein, it was noted that the guidewire was no longer retracting into catheter. It was advanced the guidewire and move it into nominal position. Then attempted to retract the guidewire and after nearing the tip of the catheter the wire got stuck and would not retract or advance. At this point it was removed the catheter from the body, and tissue was noticed on the wire, it was removed the tissue and attempted to move the wire, but it still was not advancing or retractable into the catheter. The wire and the catheter were replaced, and the procedure was completed with no other complications. The device is expected to be returned.